Event description:
An email was received regarding a 4.0 uncuffed pediatric tracheostomy tube 1/ea with list number 60sp040 and lot number 6063394. It was stated that there were holes in the shaft. Trach was sent to mdrd for reprocessing post trach change ¿ mdrd staff noticed holes prior to cleaning trach for 1st reprocessing in mdrd. Additional information received august 21, 2025, with updated lot number.

Manufacturer narrative:
D4 - primary UDI number: correction from (B)(4). D4. Lot number no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were holes in the shaft. The staff noticed holes prior to cleaning trach for 1st reprocessing.

Manufacturer narrative:
D3: MFR establishment name: ICU medical healthcare manufacturing s.a. De c.v. D4: lot #; 6063394. D4: expiration date; 10/20/2029. D4: primary UDI: (B)(4). E1: initial reporter phone. (B)(6).

Manufacturer narrative:
D9: date returned to mfg: 9/30/2025. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and a hole in the shaft was found. The probable root cause could not be identified.